Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been included with this report. (B)(4).

Event description:
It was reported that the auto mode feature was not active on insulin pump at the time of event due to insulin pump error's.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level. Customer¿s blood glucose level was 415 mg/dl. Customer reported that they received grant motor power in reasonable time error. Customer reported that the insulin pump was restarted. Customer was able to clear the alarm. Customer was advised to perform self-test and test was passed. The insulin pump will be returned for analysis.